Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition of device.

Event description:
Patient reported no complaint against the device. Patient later reported "they are extremely high up and never settled down; the bottom is soft". Patient later reported "appearance is severely abnormal" and "significant discomfort and concern". This relates to left side. Device remains implanted.